Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, before firing the device, the surgeon was not able to close the instrument jaws so another reload was taken but the same issue occurred. Another handle was then used and the reload was fired. There was no patient injury.